Manufacturer narrative:
The reported sample has not been returned for evaluation at this time. Deroyal's supplier has been notified of the issue for further investigation to be performed. The investigation into the root cause is in process.

Event description:
The end user reported that the sponge came apart.